Event description:
After completing the first biopsy site and attempting to take samples from the second site, the system displayed an error code. The unit was shut down and rebooted. In addition, probes were changed and sampling was continued, however they received the error message again. The procedure was completed using the sales rep demo unit. There was no patient consequence reported. The unit was returned for service and repair.